Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "my husband had knee replacement with mako. Was a terrible experience got staff infection in the knee was in hospital for a week. Been 2 months and can now walk with a cane. Do not recommend to anyone."